Event description:
During a pta procedure on an unk target vessel, a leak was found in the proximal end of the balloon, and blood was aspirated back. There was no report of any adverse effects to the pt. Add'l pt and rocedural info has been requested, but has yet to be forthcoming. The product has been returned for evaluation and testing; however, the engineering evaluation hhas not been completed.